Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. Based on the legal manufacturer's investigation, since the device was manufactured over five years ago, the failure of the printed circuit board was most likely caused by the aging degradation failure of the printed circuit board components by repeated use. When this occurs, the net board cannot be detected, likely causing the b40 error. A review of the device history record was performed and there were no issues found within the record associated to the reported issue.

Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. According to additional information by olympus trading shanghai limited (osh), the reported event appeared to be caused by the printed circuit board failure. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that error code b40 was displayed. This error code b40 means that the device is damaged. This device is an olympus asset and was being used in training at olympus. There was no report of patient injury associated with the event.